Manufacturer narrative:
The device was received with severely scratched display window, cracked case at the display window corners, cracked reservoir tube lip. There was no crack noted on the screen. (B)(4)

Event description:
The customer reported via phone call of crack on the side of their insulin pump. The customer states the crack goes across the battery icon on the display, down to the opposite corner. The customer states they probably bumped it against something during work. The customer's blood glucose at the time was 143mg/dl. The customer states they are able to read the screen, however they are replacing the pump because crack seems to be deep. The customer was advised to discontinue use of the device, and that it would be replaced and need to be returned for analysis.